Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a solent omni thrombectomy system. The boot vent hole was inspected and it was acceptable and went completely through the boot wall, as intended. Inspection of the device revealed that there were numerous kinks throughout the shaft of the device. Functional testing was started but the ¿check saline supply¿ error was displayed on the console and the device would not prime. The shaft was cut at a severe kink 27.3cm distal of the strain relief to examine the hypotube. The hypotube was found to be broken. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 08 june 2018. It was reported the that an error message occurred, the device couldn't prime, and saline was noted in the pump. An angiojet® solent¿ omni catheter was selected for a venous thrombosis procedure in the lower left extremity. The patient had experienced lower limb swelling for almost a day, so the procedure was indicated for this reason. During procedure, power pulse mode was running for 13 seconds when an error message occurred. The physician tried to reset the system and attempted to prime the catheter, but the catheter could not complete priming and an error message occurred again. Saline was noted in the pump. No other visible defects were noted on the catheter. The procedure was then completed with a different device. The patient was stable. There were no patient complications reported. However, device analysis found a broken hypotube.